Event description:
2017865-2022-07017, 2017865-2022-07018 and 2017865-2022-07020. It was reported that the system was explanted for infection. The patient's status was unknown.

Manufacturer narrative:
Additional information: h6. The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.